Event description:
It was reported that during use when cap was removed it was full of blood with an unspecified bd syringe. The following information was provided by the initial reporter: it was reported that when he removed the cap from the syringe it was full of blood.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. H3 other text : see h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used based on reporters area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use when cap was removed it was full of blood with an unspecified bd syringe. The following information was provided by the initial reporter: it was reported that when he removed the cap from the syringe it was full of blood.